Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3000 ohms. According to the latitude remote patient monitoring system, this is a known issue. Technical services (ts) noted the situation could point towards a potential lead issue which may affect its integrity. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).